Event description:
The pt had an implantable neurostimulator battery replacement in 2007. Approx 2 weeks later, the pt woke up experiencing intermittent stimulation. Group impedance was normal the first time it was checked; the second time it was > 3600 ohms. All bipolar electrode combination impedances were > 3600 ohms except for contact combination 3-6, which had an impedance of 509 ohms. The device was reprogrammed. Antero-posterior cervical, throracic, and lumbar x-rays of the spine taken at about 18 days later showed the electrodes were present. The lead in the cervical spine was replaced. The pt experienced no stimulation, lack of effect and felt pre-existing pain. The hcp reported the pt outcome as 'no injury, recovered without sequela'.

Manufacturer narrative:
.